Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 20mmx3.00mm promus premier stent was advanced but it could not cross the lesion the device despite several attempts. The stent deliver system was removed from the patient and it was noted that the distal tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.